Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative bone perforation or fracture may occur.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total shoulder arthroplasty on (B)(6) 2014. Subsequently, radiographs taken one day post-implantation revealed a periprosthetic humerus fracture due to the humeral stem allegedly being tight and too large for the canal. There has been no reported revision procedure to date.

Event description:
It was reported a patient enrolled in a (B)(4) study underwent a total shoulder arthroplasty on (B)(6) 2014. Subsequently, radiographs taken on (B)(6) 2014 revealed a periprosthetic humerus fracture due to the humeral stem allegedly being tight and too large for the canal. There has been no reported revision procedure to date.